Manufacturer narrative:
Follow-up #1: date of submission 05/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed a crack in the battery compartment. Unrelated to the complaint, investigation revealed that the battery cap was damaged with stripped threads and the display screen was dim and discolored. The keypad was found to be intact; no damage was observed. Also unrelated to the complaint, testing revealed that the contrast button was intermittently unresponsive, which has no effect on insulin delivery function. All of the other keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the contrast button contact.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump¿s battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.